Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for spinal pain and failed back surgery syndrome. On 2016-dec-30, it was reported on an unknown date patient was having a magnetic resonance imaging (MRI) for back pain. It was unknown if it was related to medtronic device or therapy. It was noted patient was having low back pain and the MRI was for that reason. No further information was provided. Information was received from a manufacturer¿s representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2017, it was reported that the patient¿s catheter had been partially explanted at an unspecified date. It was noted that the patient had an MRI at one point as a diagnostic. No other information was provided. Additional information was received from the manufacturer¿s representative on 2017-jan-04. The initial reporter of the catheter expl ant and MRI were noted. It was also noted that per a verbal report, a granuloma was observed as a result of the MRI.